Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon attempted to insert a cq2015a collamer aspheric three piece lens and the lens tore. The lens was not implanted and there was no pt injury. The backup lens was implanted with no problem.